Event description:
Device malfunction: premature clip deployment/mislocation of clip. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis/retroperitoneal hematoma/neurological/dysfunction. Time of symptoms/ae: after vessel closure. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, while retracting the device back to approximate the arterial wall, it was pulled a little too hard and the clip simultaneously fired, and the device was pulled out of the vessel. Location of the clip is unk. Manual compression was applied; however, the pt developed a retroperitoneal hematoma and was transferred to the intensive care unit to be monitored. The pt developed a neurological dysfunction, was transferred to rehabilitation and reported as improving. Though requested, no additional information is available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not provide any findings relevant to this report.